Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The olympus field service officer reported that the insufflator did not stop after reaching the set pressure and flow rate. The issue was found during maintenance. There was no procedural involvement. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed after being kept under observation for five days. The unit was checked as per olympus standard and found its flow rate was within the standard. Based on the results of the investigation, a definitive root cause could not be established. However, during observation it was noted in the logs that there was a continuance of air-feeding during inspection, but, it was suspected there was a leak in the balloon which was not considered a standard testing device for this scenario. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected fields: d8, h6 ((medical device problem code- replace with 4046), h6 (investigation findings- replace with 4220), h6 (investigation conclusion- replace with 44) h7, and h9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured.